Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the symptomatic fatigue patient presented to the ER, the device was found to be in backup vvi reset mode. A device download was performed successfully. The device was reprogrammed with current follow up clinic values and patient was discharged to home.